Event description:
The pt ((B)(6)) received an scs system on (B)(6) 2007. It was reported on (B)(6) 2010 that the pt's ipg had been removed and replaced on the previous day due to recharging issues. The explanted device has been returned to the manufacturer for analysis. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.